Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was bent on (B)(6) 2024. The blood glucose level was 233 mg/dl at the time of event. The event occured 3 or more hours after insertion. The infusion set was in use for less than one day. The site of insertion was at abdomen. No further information available.